Event description:
It was reported that during an unknown procedure, the device would not open. Attempts were made to open the device and it was unable to be opened. Another surgeon assisted to attempt to open the device. This is all the information available and case was continued.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Lot#? Did the device open it? If no, how was it removed? Is the device available for return? What cartridge was being used? On which firing did the event occur? Was the device fired over an existing staple line or clip? Where there any unexpected noises heard? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.